Event description:
It was reported that a physician performed a novasure endometrial ablation on (B)(6) 2014. The physician received three unsuccessful cavity integrity assessments (cia) tests. The physician then performed a hysteroscopy, could not view a perforation, but suspected he perforated. The novasure procedure was aborted and the physician then performed a scheduled tubal ligation. The physician "noted blood oozing out of the uterus at the fundus" and cauterized the perforation. The patient was discharged home. On (B)(6) 2014, it was reported that the physician stated "the patient is doing fine." A hysteroscopy and dilation (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant; therefore, the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned; therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant; therefore, the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).